Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 447 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.

Manufacturer narrative:
Pump passed the displacement test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No time/date change anomaly noted.